Event description:
It was reported the neurostimulator was replaced, due to battery depletion. The report stated that the battery depleted after 25 months and was not considered normal. According to the implant date provided, the device was implanted for 39 months. The pt presented with tremors.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.